Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in short v-v intervals. The rv lead was capped and replaced. During the replacement procedure, the right atrial (ra) lead was tested and it was noted that the lead exhibited a loss of capture and high thresholds. It was noted that the lead had no slack. The ra lead was also capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.